Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the caller did not know if the patient had even used the implantable neurostimulator (ins), as the patient's daughter had to search hard to find the patient's programmer and ID card and so it's unknown if the patient ever turned the ins on or off or used it at all. The caller stated the patient had altered mental status and a urinary tract infection (uti). It was unknown if the symptoms were related to the device or therapy; the caller initially stated the altered mental status wasn't related to device, but then stated patient had a uti and wasn't sure if it was related to device or not. The caller stated the patient had been sick for the last couple of weeks and was referred to and admitted to the caller's hospital at the beginning of the week. It was also noted the patient had back surgery that was not related to the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported it was unknown if the urinary tract infection was resolved. The hcp noted the last time the patient was seen was (B)(6) 2013. The hcp noted multiple attempts were made to try and reach the patient. The cause of the urinary tract infection is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.